Event description:
(B)(4). In 2013 I had essure placed and then I had no period for some time but I started to develop severe adult acne, severe leg pain sometimes I could barely walk, pelvic and back pain, extreme migraine (never had headaches prior), gum bleeding , extreme fatigue. Then in (B)(6) of 2014 I started bleeding again and never stopped for over year, heavy bleeding and severe cramping to the point of being severely anaemic; my doctor gave me medicine to control the bleeding but nothing helped. It got so bad that I had to have a hysterectomy. They took my tubes and when my uterus was weighed, it was over 5 pounds. I got endometriosis from this adenomyosis from this procedure, my skin which was flawless no has acne scarring and. The worst part is I can no longer have children because my body turned on me to protect me from this device. Essure should be banned!! Take this [profanity] off the market. Before another woman has to endure what I wen through for two years.